Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator service required alarm occurred. There was no harm or injury report. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing . The device's proportional valve needs to be replaced to address the issue. The device's flow o2 connector was replaced to address the issue. The flow o2 connector and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the flow o2 connector and proportional valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury report. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's proportional valve needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator service required alarm occurred. There was no harm or injury report. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's proportional valve needs to be replaced to address the issue. The device's flow o2 connector was replaced to address the issue.